Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some bd insyte¿ autoguard¿ bc shielded IV catheter units were missing the anti-reflux valve, causing blood leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): the defect blood leaks out of the control plug; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that some bd insyte autoguard bc shielded IV catheter units were missing the anti-reflux valve, causing blood leakage. There was no report of exposure, injury, or medical intervention.